Event description:
It was reported that prior to procedure the console displayed error code ID 12 - co2 cooling flow switch error. The console was restarted 5 times, but it was unable to bypass. A different laser console was used to complete case. There was no patient complication. After that, additional information was received indicating that no aiming beam was coming out of arm or fiber port. The arm was misaligned; it was bad and not able to be aligned.